Event description:
Investigation completed and summary h10.

Event description:
Information was received that device had a hole in burette, discovered before connection to patient. No patient involvement.